Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2019 during which the surgeon noted a piece of mesh underneath the umbilicus appeared to be wadded up and parachuted itself into the fascial defect along with a small amount of post peritoneal fat. He removed as much of the mesh was possible without encroaching upon the skin and repaired the current defect. It was reported that the patient experienced shooting pain and discomfort. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 10/4/2021.